Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossing over. A technical support specialist (tss) dialed into the server, logged into patient encounter system, identified that the temporary patients were only showing, no disconnect flag and no message delay. Tss then dialed into the care fusion coordination engine and verified that the cce services were running with both cpsi host connections active. The last admit discharge transfer (adt) messages from cpsi were traced to the previous night. Updates were pending installation, so the cce services were stopped and the system rebooted. After approximately two hours, the cce came back online. The cce services are running, cpsi connections are established, and messages are processing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient's details were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.